Manufacturer narrative:
Serial number, asku: the serial number is either (B)(4). Clarification on the correct serial number was requested but was not provided. This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for troponin t hs (high sensitive) stat (short turn around time) ¿ troponin t hs stat on a cobas 6000 e 601 module. The initial troponin t hs stat result was 36.65 ng/l. This result was reported outside of the laboratory where it was questioned by the physician. The repeat result was 4.60 ng/l. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 245180. The expiration date was not provided. No issues were identified during a review of the customer¿s quality control data. A review of the alarm trace shows no alarms at the time of the high result. There was an alarm indicating abnormal sample probe movement between the initial and the repeat result. This could indicate an issue with liquid level detection voltage or an issue with the sample probe. A specific root cause was not identified. This issue was a single event and has not recurred.